Event description:
It was reported that at a follow-up visit, diaphragmatic stimulation was observed and considered to be due to slight displacement of the left ventricular (lv) lead. It was noted the lv output was lowered and the lv lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.